Manufacturer narrative:
The hill-rom technical support found the external buzzer to be inoperable. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the bed. Pm will minimize downtime due to excessive wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed had no alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).